Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted power switch. The power switch was burned and melted where the white neutral wiring insulation was. The burned power switch was noticed during setup of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 6100 hours and the power switch was the original fresenius part on the machine. The biomed reported that there was also burning/charring found on the power cord. The biomed replaced the power switch and power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power switch and power cord were reported to be available to be returned to the manufacturer for evaluation.